Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and there was no issue observed with touchscreen functionality. In addition a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, there was a small white square and the rest of the screen was black. The customer reported issue was resolved after pressing the wake button a few times. Customer's blood glucose was 275 mg/dl at the time of the report. The customer confirmed that an alternate method of insulin delivery was available.